Event description:
The customer's wife reported that her husband had a skin "reaction" to the pod's adhesive. No specific details about his skin condition, however, were provided. Customer care referred him to the omnipod website to view products that could aid in skin protection. It was also suggested that the customer inform his doctor of the skin reaction for proper therapy. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer was instructed to seek medical attention in order to treat the condition.